Event description:
(Report 5 of 11). In the article "the effects of radial bowing and complications in intramedullary nail fixation of adult forearm fractures" by, yorukoglu, a.c., et al, twenty-three patients -11 with isolated radius and 12 with both radius and ulna fractures- (17 males, 6 females; mean age 38.6 years; range 18 to 69 years) who were operated between september 2009 and august 2014 were included in the study. The effects of radial bowing changes on bone healing rates, time to union, and functional levels of the forearm as well as complications of forearm nails were evaluated. All fractures were stabilized with an interlocking imn system (acumed, hilsboro, oregon, USA). The following complications were reported: 3 nonunions, 2 synostosis, 6 extensor pollicis longus (epl) tendon rupture or impingement. There are 11 related report numbers for this event 3025141-2024-00412 through 3025141-2024-00422.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not received for evaluation. Manufacturing and inspection records could not be reviewed as device information is unknown. Based on the information received, the root cause could not be determined.